Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and pacing capture threshold in the rv was elevated. Right ventricular capture management weekly trend data shows threshold has been greater than 2.5 volts through available data. Last good pacing threshold test was (B)(6) 2013. Right ventricular pacing impedance weekly trend data shows measurements have been stable but greater than 1745 ohms throughout available data dating back to (B)(6) 2015. Increased count of high impedance paces since ventricular lead warning on (B)(6) 2016. Concomitant medical products: 310c31 tissue valve and 310c29 tissue valve implanted (B)(6) 2010; 507652 lead implanted on (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds and impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.